Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed discrepant calcium results generated on the alinity c analyzer. The results were not reported out. The customer provided the following data: sid 25450191136 processed on 14may2025 sample appearance hemolyzed: results from alinity I processing module serial number (B)(6) = 4.05, 3.12, 3.22, 2.14. Results from alinity I processing module serial number (B)(6) = 2.05, 2.08. Reference range = 2.2-2.6 mmol/l no impact to patient management was reported.

Event description:
The customer observed discrepant calcium results generated on the alinity c analyzer. The results were not reported out. The customer provided the following data: sid (B)(6), processed on (B)(6) 2025 sample appearance hemolyzed: results from alinity I processing module serial number (B)(6) = 4.05, 3.12, 3.22, 2.14, results from alinity I processing module serial number (B)(6) = 2.05, 2.08. Reference range = 2.2-2.6 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify an increase in complaint activity for lot number 35613un24. Device history record review did not identify any nonconformances or deviations with lot number 35613un24 and the complaint issue. The review of field data indicates the patient median for this lot number is within the established limit and that the product is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent lot 35613un24 was identified.